Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the additional evaluation states that the investigation has shown the centering tip of the hex screwdriver is canceled. The hexagon also has signs of wear. We can not elicit the exact reason afterwards, which was leading to this overload. The fracture surface is homogeneous, indicating proper material quality. The verification checks based on manufacturing and material documents showed that the present hexagonal screwdriver fully meets the specifications. Placeholder.

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. The subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a pin broke off on the distal end. This is report 1 of 1 for file (B)(4).